Event description:
It was reported that during a selenia dimensions procedure, the c-arm would not stay up and would drop to the floor when raised. A field engineer examined the equipment and it was determined that the foot switches needed replacing. The foot switches were replaced and the unit met the manufacturer´s specifications. No patient or staff injury reported. No other informaiton available.